Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image was dull. The event was found at set up of an unknown diagnostic procedure. There were no reports of patient harm.

Event description:
It was reported the camera head image was dull. The event was found at set up of an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e224 error and cable failure. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.